Manufacturer narrative:
The source of the leak was attributed to cut green stripe tubing at vl116. (B)(4).

Event description:
The customer reported noticing fluid in the beckman coulter - coulter lh 750 hematology analyzer station. The fluid was contained within the instrument; however, the customer was unable to tell the volume of the leak. The instrument was also experiencing vls diluent errors. Customer technical service instructed the operator to power off the instrument until serviced, as the operator declined to troubleshoot. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. Patient results were not affected by this event. The facility does have a risk management / exposure control plan is in place and the msds is available for review. On (B)(6) 2012, a field service engineer (fse) found diluent leak from cut green stripe tubing at vl116. The fse replaced the tubing, which resolved the issue. The cut tubing was also the cause for the vls error. Vl116 is the needle vent side isolator (slidemaker option); it runs from the needle of the lh750 instrument to the t-fitting (ft2) on the slidemaker. The green stripe tubing at vl116 may contain blood, and diluent during normal operation; cleaner at shutdown.